Manufacturer narrative:
The device was available for investigation. It was tested according to service maintenance instructions (ipm-l) and a long-term run was performed. In addition the pressure relief valve 110mbar and the peep valve were tested, also the alarm system and safety functions. No technical failures were found. According to information received during the ongoing complaint investigation the root cause for the described situation was a faulty ups (uninterruptible power supply) marketed by another company. The abnormal sound that the customer heard at the time of the event was caused by the affected fan of the ups. The babylog 8000 did not cause the reported symptom. The babylog 8000 responded as specified upon loss of mains supply and posted the corresponding power failure alarm. In this case the breathing system will be opened to allow spontaneous breathing.

Manufacturer narrative:
The investigation has been started. No error code related to a device malfunction was found in the device log. The device is under investigation at the manufacturer. The result will be part of a follow up report. Investigation ongoing.

Event description:
It was reported that: "the customer was aware of the abnormal noise inside the device but the ventilation was not affected. (At 18:30). The abnormal noise was gone at 18:46. The abnormal noise generated sporadically again at 18:57. The device unexpectedly shutdown and stopped ventilation at 19:00. The customer replaced the device." No injury has been reported.